Event description:
(B)(6). The pod was deactivated and she noticed the cannula was out of the skin. The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.